Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys t4 assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a t4 value of > 24.86 ug/dl with the data flag. Since the value was high, the sample was repeated, resulting in a value of 6.72 ug/dl. The t4 reagent lot number was 57011300. The reagent expiration date was requested, but not provided.